Manufacturer narrative:
No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported a bilateral case of dryness and itchy sensation six months post lasik procedure. Patient reported the dryness and irritation is in the mornings. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. Dry eye is the most common complication of lasik and other refractive laser surgeries. Approximately 90% of corneal sensory nerves are severed during the lasik procedure and sensory nerve fibers in the cornea are important for stimulating tear production. As a result, lasik may impair tear generation resulting in dry eye. Irritation/ocular discomfort is a known side effect of refractive laser surgery at the immediate post-operative and initial recovery period. Root cause could not be determined conclusively, however occurrences of dry eye are inherent to lasik and other refractive surgeries and are not indicative of a malfunction. (B)(4).